Event description:
During insertion of medline 16 fr indwelling foley catheter I attempted to fill the balloon after urine output was reached with 10 ml of ns and when pulling the catheter to set in place, it slipped out of the patient. I noticed the balloon was not inflated and upon closer look, the balloon had ruptured. I quickly got another foley kit and attempted insertion again and filled the balloon with 10 ml of ns and it also ruptured. On the third attempt, I first checked the balloon prior to insertion and it was only able to be filled to 5.5ml without warping shape and looking like it would rupture, so I inserted it and was successful with inserting the balloon with only 5 ml of ns. FDA safety report ID #(B)(4).